Event description:
(B)(4). Sharp lower abdominal pains on left and right when stretching, contractions (not pregnant), lost libido, heavy irregular periods with lots of clotting, extreme menstrual cramps.